Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that an error appeared on the monitor of the video system center and there was no endoscopic image. The issue was found at preparation for use prior to a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation did not confirm the b30 error reported by the customer. There was no problems found with the device. Olympus will continue to monitor the field performance of this device.